Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure, performed in 2008. According to the complainant, there were low water level error messages on the prolieve console. The physician was able to complete the procedure. No patient complications were reported. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed in 2009, revealed an MDR-reportable malfunction of physitemp out of tolerance. This manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
Functional analysis of the returned prolieve thermodilatation system revealed that thermometer tc 1, 2 and 3 physitemps were out of tolerance and were replaced. The prolieve thermodilitation system then passed all tests and operated within prescribed tolerances. The complaint was not confirmed, as the manufacturer was unable to duplicate the reported event.